Event description:
It was reported that the device was used during a b-11 procedure. It was reported the device had malformed staples. Another device was used to complete the case. There was no consequence to the pt.